Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was not available. Functional check and visually inspection were performed. The reported issue was able to be confirmed. The pump was found to be alarming without power up when batteries were inserted during the investigation. The device was missing all back labels and the seal sticker was cut and damaged by the customer. The "error 1261" issue was caused by customer damage. The damaged microprocessor unit board will be replaced to resolve the issue. This issue was customer induced as a result of the customer's non-performance of required periodic preventative maintenance activities and the customer's general neglect.

Event description:
Information was received indicating that a smiths medical pump presented with error 1261. There was no patient present and no reported adverse events.